Manufacturer narrative:
One cool point¿ irrigation pump was received for evaluation. Visual inspection revealed the pump door was fractured and could not be fully opened. Additionally, a tubing set could not be installed in the pump. Therefore, testing was discontinued. The device met specifications prior to release from abbott manufacturing facilities as supported by the receiving inspection record. The cause of the fractured pump door is consistent with damage during handling. The cause of the reported short circuit /communication issue and subsequent cancellation remain unknown. The cause of the fractured pump door is consistent with damage during handling.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During an ep procedure as ablation started and the tubing set was purged, the pump indicated a short circuit as it was turning on and off. When the pump was on it displayed a display alarm. Different positions were tried with no success. The procedure was cancelled.